Event description:
It was reported that the insulin pump alarm button alarm error, unresponsive keypad and bad battery test. Customer stated that he was playing tennis and sweat got into it. Customer's blood glucose was 215 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No failed battery test alarm was noted. All operating currents were within specification. The off no power alarm functioned properly. The insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, and a stained end cap sticker. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).